Event description:
It was reported when the physician inserted the introducer into the patient, blood was leaking from the hemostasis valve. A new introducer was obtained to continue the procedure. There were no patient consequences reported.

Manufacturer narrative:
One introducer sheath was returned for evaluation. Visual inspection revealed a slight kink in the port tubing connected to the sheath. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, when the introducer was pressurized with air to 4.5 psi, no leaks were detected at the silicon hemostasis seal or the side port connection. However, upon removal of the dilator, the sheath began to leak from the hemostasis seal. Visual inspection revealed the inner slit of the hemostasis seal was torn. Upon closer examination when the slit was opened and closed, a portion of the torn piece was lodged within the outer slit of the seal. It is unk how the damage to the seal occurred. The instructions for use (IFU) state that the catheter must be withdrawn slowly to prevent leaks from occurring.